Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device experiencing an unintended activation/motion, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear.

Event description:
It was reported that before sterilization, it was observed that the shell of the gun on the impactor device was separating. The back half was pulling apart from the front and starting to expose the inner part. During an in-house engineering evaluation, the device was visually and functionally assessed and found to operate unintentionally due to the rear housing separating from the mid-plate and a loose trigger. The separation was caused by the trigger screw loosening over time, consistent with normal wear. The loose screw allowed the trigger body to move, leading to the rear housing separating from the mid-plate. It was further determined that the device failed pretest for visual assessment. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.